Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, at 10:00am, she obtained results of ¿451 and 200 mg/dl¿ on the subject meter. The patient manages her diabetes with fixed insulin doses and had consumed food or drink at 09:30am on (B)(6) 2015. The patient claimed that as a result of the meter issue she developed symptoms of ¿sweating and passed out¿ but could not specify when and that at 10:30am on (B)(6) 2015 she was treated by the emergency medical services (ems) with a glucagon injection and had her blood glucose tested on an ems meter which gave a result of ¿40mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported because, the patient developed symptoms suggestive of a serious injury and received medical intervention from a healthcare professional after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1 ¿ (06/22/2015). The patient¿s meter and test strips have been returned on 6/10/2015 and evaluated by lifescan product analysis on 6/12/2015 and 6/22/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.